Manufacturer narrative:
(B)(4).

Event description:
The physician used a resolute onyx drug eluting stent to treat a lesion in the distal right coronary artery (rca). Tortuosity was moderate, calcification was severe and lesion stenosis was 90%. No damage was noted to packaging. The device was inspected and negative prep was performed with no issues noted. The lesion was pre-dilated. A drug coated balloon (dcb) and a non-mdt stent (using a non-mdt support catheter) did not pass through the lesion at all due to severe calcification. An attempt was made to deliver the resolute onyx stent. The resolute onyx did not pass through a previously-deployed stent. Resistance was encountered when advancing the device and the resolute onyx did not cross the lesion fully, although it crossed the lesion somewhat. When the resolute onyx device was extracted from the patients body, it was noted that the stent was split or deformed. The resolute onyx device was replaced with another resolute device (2.5 x 12mm), which passed through the lesion and the procedure was completed. Post dilation was performed. The patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 1st distal stent wrap, with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified. If information is provided in the future, a supplemental report will be issued.